Event description:
It was reported that the device had a primary audible alarm background (bkgd) test error. No patient injury was reported.

Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, there were minor scratches on top case. A review of the event history log identified primary audible alarm background test error. The technician performed an occlusion test. The reported event was unable to be duplicated. There was no problem found on the pump. The root cause of the reported issue could not be determined. The technician replaced speaker for preventive measure. The technician performed an occlusion test and all functional tests, which the device passed. This MDR was generated under protocol (B)(4).